Manufacturer narrative:
(B)(4):the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted within a biliary stricture on (B)(6), 2011 during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, after fully deploying the stent within the patient's common bile duct, the physician noticed that 3 cm beyond the stricture, on the proximal portion of the stent, there was no silicone covering. Reportedly, no issues were noted with the device prior to the procedure. The physician completed the procedure using this wallflex biliary rx covered stent. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure. It should be noted that following a medical review of the stent images, "it could not be confirmed nor denied" if part of the stent cover was missing, as "the cover becomes translucent when wet and very difficult to see."